Event description:
The manufacturer received information alleging a dreamstation 2 device had a service required message. The device was not in use on a patient at the time of the occurrence. The device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device had a burned pcba and error codes e15 (err_cpu_hard_fault), e400 (crc_failed) and e02 (err_motor_spinup_flux_low). The device will be returned to the pil for additional testing. The root cause is not confirmed at this time. If any additional information is received, a follow-up report will be filed.